Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that the patient's implantable neurostimulator (ins) was removed due to its failing because it moved up the patient's back. It was not known when this occurred but the patient knew it was in the month of december and it was not clear if it this manufacturer's device or another's. The indications for use for the implanted device were noted as multiple back operations and postlaminectomy pain. If additional information is received, a follow up report will be sent. See also manufacturer's report # 3007566237-2015-03824 for the patient's infection issue and report #3004209178-2013-20411 for their shocking issue.